Event description:
A 5 f double lumen umbilical venous line placed over a mitrex/n140801 guidewire. Guidewire appeared to be intact upon removal. Films showed retained guidewire tip in the superior vena cava/right atrium junction. Retained wire removed. No adverse outcome.